Event description:
The reporter indicated that while attempting to load a 12.6mm micl12.6; -12.5 diopter implantable collamer lens into the patient's eye on (B)(6) 2022; the lens had tore. There was no patient contact. It was reported the problem was resolved. The cause of the event was reported as user error.

Manufacturer narrative:
Claim#: (B)(4).